Manufacturer narrative:
Customer reports control recovery has been acceptable. Customer does not report any system issues. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found drips coming from probe b wash collar, no wash was flowing as the fse replaced a/b valve. The fse found in/out tubes for wash concentrate reservoir were reversed and crusty material was coming out. The fse cleaned, and reassembled reservoir correctly. The fse returned the next day ((B)(4) 2011) and found drips from probe b wash collar during probe wash. The fse replaced 2way valve and the drips stopped. The fse ran calibration and controls which passed. The fse also found a crack in tube from a/b valve to probe and replaced the tube. The repairs resolved the issues.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely low magnesium (mg) results that were generated by the synchron lx20 pro chemistry analyzer. No erroneous results were reported out of the laboratory. Patient treatment was not affected in this event.